Event description:
It was reported that a malfunction occurred on the customer's pump, specifically displaying malfunction code 16. The customer's blood glucose level was recorded at 300 mg/dl, which is within a safe range. The pump was replaced to resolve the issue, and the customer will a backup insulin pump for insulin therapy until the replacement arrives.